Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was reported that the patient underwent mesh excision and rectocele repair with sacrospinous fixation with repliform graft on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stage 3 posterior prolapse. It was reported that patient underwent mesh revision on (B)(6) 2008 where eroded graft material was excised and vaginal mucosal edges were re-approximated. Doing well since then. Mild urgency was reported on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh explantation/revision on (B)(6) 2007 and (B)(6) 2010 due to pain, erosion, urinary problems, and dyspareunia.(B)(4).

Manufacturer narrative:
Date sent to FDA: 11/08/2019. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.